Event description:
Infection post wisdom tooth extraction [localized infection]. Case description: this report was received from a dentist concerning gelfoam and the recall. About one year ago, he performed a wisdom tooth extraction (#17 lower left). The tooth was bad and impacted. At the same time, he extracted the other 3 wisdom teeth and 2 other teeth. Post extraction, pt developed a severe infection of the lower left tooth area. Pt was treated with penicillin, which was followed by another course of antibiotic treatment with clindamycin. Subsequently, pt was hospitalized and ent consult ordered. The area was drained. Pt has since recovered. The dentist commented that he rarely used gelfoam. He was not sure if gelfoam was the cause of the infection or "just dumb luck". No further info was provided.